Event description:
The hospital's biomed reported an intermittent touchscreen failure which prompted a call to philips remote service engineer requesting part ID for user interface (ui) assembly. Per biomed reports, this issue was identified outside of clinical use therefore, no patient or user harm involvement. Additionally, no reports of harm/injury to user or patient. Unable to confirm the reported issue of touchscreen failure as the investigation is still in progress. Additional information has been requested, pending response. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information regarding device issue resolution and disposition were not obtained despite due diligence attempts. A user interface (ui) assembly was received for failure investigation (fi). Visual inspection of the ui assembly revealed no evidence of damage or contamination. The reported complaint of touchscreen failed was not duplicated. However, during the investigation the fi did identify a burnt-out cold cathode fluorescent lamp (ccfl) backlight which instigates a dim display.